Event description:
During a platelet wash in the isolex cell selection procedure, the instrument began exhibiting pressure errors. The procedure continued until a weight scale #5 limit exceeded stopped the procedure during the antibody wash. There pressure errors were for both pressure sensors indicating pressures over 1500 mmhg. The errors could not be cleared. The cell separation was performed manually over a secondary magnet. It was possible to recover some of the product but not enough for engraftment. It was then decided that donor would receive an additional dose of g-csf (granulocyte colony stimulating factor) to prepare for an additional donation and a new stem cell product was recollected on july 25, 2003. The second cell selection procedure was successfully performed on a different instrument and the patient received the stem cell transplant on the same day.